Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate shock and atp therapy due to fast atrial fibrillation with ventricular conduction. The physician decided to perform an av node ablation. The patient was stable after the event.